Manufacturer narrative:
Failure analysis revealed that all operating currents were within specification. Off no power alarm did function properly and passed the self test. No unexpected blank display or unexpected beeps noted. The device was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, missing end cap sticker and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported that the patient's insulin pump had a blank display as well as cracks on the case. The patient's blood glucose level is 98mg/dl. Trouble shooting was conducted. Device is being returned. No further information available.